Event description:
It was reported that the compressor did not start. There was no patient harm reported. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
On-site inspection was performed by field service engineer. The the cause of the reported issue was related to the transformer. No part was returned to the factory. The root cause of the claimed issue could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).